Manufacturer narrative:
The event occurred on an unspecified date in january 2020. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set would not flow. It was further reported that there were occlusions in the line and there was difficulty running lipids in the tubing. This issue was identified during patient use, after blood work. The customer reported "it seems to be the filter". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.